Manufacturer narrative:
(B)(4). The device was returned for evaluation. The unstable/moved stent was not confirmed; however, the stent struts were stretched. The tip of the device was found to be separated. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Reportedly, the procedure was to treat a previously bypassed and stented diagonal artery. It should be noted that the multi-link mini vision coronary stent system, instructions for use (IFU) states: the rx and multi-link mini vision otw coronary stent systems are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the previously bypassed and stented diagonal artery after predilatation with a 2 mm balloon dilatation catheter (bdc), the 2.0 x 28 mm mini vision stent delivery system (sds) with a guideliner catheter were advanced but failed to cross the stent implant and lesion after several attempts. The mini vision was removed and the stent implant was noted to be moved on the balloon but remained tightly crimped and a 2.25 mm non-abbott stent was implanted without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the soft tip was separated at the distal seal and the tip was not returned. The stent was stationary between the balloon markers.